Event description:
Device malfunction: vessel locator wings prematurely collapsed. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly,the vessel locator wings collapsed and the clip could not be deployed. The device was removed and the clip was found to have not deployed. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded; however, unused representative samples are being returned. A review of the device history record for this lot did not produce any findings relevant to this report.